Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6). There was a perforation after atherectomy with the turbohaw that was successfully treated with stents. There was an excellent angiographic result with no evidence of bleeding at the end of the procedure.